Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated a revision procedure will most likely occur in the near future.

Event description:
Boston scientific received information that interrogation of this system revealed a check lead message for the defibrillation lead. A review of the device data identified shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.